Manufacturer narrative:
Image: the photos capture an attempt to treat a lesion in the ostium circumflex artery. They also show the predilation with two balloons. However, the images do not provide any evidence that the stent did not exit the guide catheter or the reported stent deformation. Product analysis summary: there was a kink on the catheter 25cm distal to the strain relief. Damage was evident to the transition tubing immediately proximal to the guidewire entry port, with it appearing flattened and twisted. The stent had moved proximally on the balloon and was not positioned on the balloon between the markerbands as per specifications. No deformation was evident to the stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion located in the ostium circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the stent could not advance through the la6jl35 catheter. The device did not exit the tip of the guide catheter at any stage. The stent was removed from the catheter with stent deformation noted. The procedure was completed using another resolute integrity stent of the same size. The patient is reported to be alive no injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No alleged issue against the launcher device. A resolute integrity rx coronary drug eluting stent from a different lot returned for evaluation. No complaint alleged. Analysis of the returned device revealed stent displacement.